Event description:
It was reported that a spectrum infusion pump failed pressure test (downstream occlusion testing). This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was unable to be reproduced due to a system error 321 that occurred. The force sensor was found out of calibration which is a known contributor to the reported issue. A review of the event history log identified downstream occlusion alarms however the log cannot be used to determine test results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of calibration. The force sensor will require calibration and the device will be subject to all via the service process prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.